Manufacturer narrative:
(B) (4)

Event description:
The pt experienced stimulation in the wrong location after attending physical therapy for a compressed disc. The stimulation began at the neurostimulator site and traveled up her back to her shoulder. She was at home in good condition. Further information was requested from the healthcare professional.